Event description:
Healthcare professional reported later "capsular contracture baker grade IV".this record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pruritus, calcification, visibility/palpability.

Event description:
Patient reported right side "capsular contracture baker grade unknown, hardness, sits up high, kind of itches, feels super hard around the nipple, no softness, not pliable, and calcification". Healthcare professional later reported "capsular contracture baker grade unknown". Device remains implanted.